Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that ten days post implant the implantable pulse generator (ipg) failed to work. The ipg remains in use. No patient complications have been reported as a result of this event.